Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient had received treatment for gen. Abnorm. Bleed and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: incident category updated. New events abdominal pain, gen. Abnorm. Bleed and psych injury added. Outcome for the events pain: pelvic / abdominal and gen. Abnorm. Bleed updated to recovered / resolved. Patient dob added. Reporter information, product indication, insertion and removal dates updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. 627315,710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2008 and leiomyoma of uterus, unspecified. Concurrent conditions included uterine polyp, uterine neoplasm, uterine bleeding, submucous leiomyoma of uterus and ovarian fibroma. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), depression ("psych injury\psychological of psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological of psychiatric problems ¿ mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ sex drive is crazy good") and abdominal distension ("eight month pregnant"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, dysmenorrhoea, dyspareunia, anxiety, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for gen. Abnorm. Bleed and not for psych injury. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs). 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Pathology test - on (B)(6) 2009: endometrium, tissue, biopsy: 1) features consistent with benign endometrial polyp. 2) fragments of secretory phase endometrium 3) negative for malignancy. Lot number: 627315 manufacturing date: 2008/06 expiration date: 2010/06 lot number: 710563 manufacturing date: 2008/12 expiration date: 2011/12 concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: look eight month pregnant. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case (B)(4). All the information has been transferred from deletion case to this case. Legacy device report num 2951250-2020-07888. Transferred from deletion case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (batch no. 627315,710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2008 and leiomyoma of uterus, unspecified. Concurrent conditions included uterine polyp, uterine neoplasm, uterine bleeding, submucous leiomyoma of uterus and ovarian fibroma. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), depression ("psych injury\psychological of psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological of psychiatric problems ¿ mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ sex drive is crazy good") and abdominal distension ("eight month pregnant"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, dysmenorrhoea, dyspareunia, anxiety, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for gen. Abnorm. Bleed and not for psych injury. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs). 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Pathology test - on (B)(6) 2009: endometrium, tissue, biopsy: 1) features consistent with benign endometrial polyp. 2) fragments of secretory phase endometrium. 3) negative for malignancy. Lot number: 627315 manufacturing date: 2008/06 expiration date: 2010/06. Lot number: 710563 manufacturing date: 2008/12 expiration date: 2011/12. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: look eight month pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: look eight pregnant were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 627315,710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2008 and leiomyoma of uterus, unspecified. Concurrent conditions included uterine polyp, uterine neoplasm, uterine bleeding, uterine fibroid and ovarian fibroma. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), depression ("psych injury\psychological of psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological of psychiatric problems ¿ mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, dysmenorrhoea, dyspareunia, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for gen. Abnorm. Bleed and not for psych injury. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs). 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Pathology test - on (B)(6) 2009: endometrium, tissue, biopsy: features consistent with benign endometrial polyp. Fragments of secretory phase endometrium negative for malignancy. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs and mr received: new events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), mental anguish, weight gain added. Event psych injury clubbed to newly added event depression. Outcome for the event abnormal bleeding (menorrhagia) updated to recovered / resolved. Essure lot number added. Reporter information, patient demographics and concomitant medications added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 627315,710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2008 and leiomyoma of uterus, unspecified. Concurrent conditions included uterine polyp, uterine neoplasm, uterine bleeding, submucous leiomyoma of uterus and ovarian fibroma. Concomitant products included nsaids since march 2009 and paracetamol (acetaminophen) since march 2009. On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), depression ("psych injury\psychological of psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological of psychiatric problems ¿ mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, dysmenorrhoea, dyspareunia, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for gen. Abnorm. Bleed and not for psych injury. Discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (pfs). 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Pathology test - on (B)(6) 2009: endometrium, tissue, biopsy: 1) features consistent with benign endometrial polyp. 2) fragments of secretory phase endometrium 3) negative for malignancy. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: dysmenorrhea, pelvic pain. Lot number: 627315 manufacturing date: 2008/06 expiration date: 2010/06. Lot number: 710563 manufacturing date: 2008/12 expiration date: 2011/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.